Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) reported the supply line had become disconnected and the baxter technical service representative (tsr) instructed the hp to end therapy. The tsr then assisted the hp to end therapy. The hp stated since he was so close to completing therapy that he was not going to start over. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy the next day after starting over with new supplies. He ended therapy that day because he was very close to having completed therapy. He did not notice anything unusual with any of the previous supplies except that the connection between his supply line and bag was loose. He said the connectors did not fit right into each other. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of him having had that alarm. She would followup with him the next time she sees him. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection.